Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 434 mg/dl. The customer treated their blood glucose level with a manual shot. The customer had issues with their infusion set. Replacement sets were shipped to the customer.